Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the patient. Concomitant medical products: item number: 00801803203, item name: femoral head, lot number: 64085421. Item number: 00875705001, item name: continuum cluster-hole shell, lot number: 63901812. Item number: 00875100932, item name: continuum longevity neutral liner, lot number: 63306325. Item number: 00771100710, item name: m/l taper stem, lot number: 63568855. Item number: 00223200418, item name: cerclage cable, lot number: 64104108. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03751. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately one week post-implantation due to a femur fracture caused by the detachment of the cerclage wire and clamp. Patient alleges this has caused limited daily activities and inability to walk or climb stairs. Attempts have been made and no additional information is available at this time.